Event description:
While using a bobcat pro g130 they allege that they have low water flow to the handpiece and the handpiece overheats, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: (B)(4), 4/21/2025. W4e water sol, iso valve clogged. The water solenoid is clogged, restricting water flow, damaged needle valve hpc is heating up because of damaged, restricting water flow, dirty blue hose, rusted qd and nut sleeve. Missing bumpers. Check the calibration. The unit will be repaired upon estimates approval.